Event description:
It was reported that pump experienced malfunction with malfunction code 9 and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support arranged replacement pump.